Event description:
During ophthalmic surgery (vitrectomy) the surgeon activated "column down" function with oculus biom ii unit in place (against biom ii manual instructions) using foot control panel. After releasing "column down" switch on foot control panel, column continued to move downwards. Surgeon believed that the switch may have jammed, and again hit the "column down" button on foot control panel. The dr was not aware of the emergency stop switch, which would have avoided this accident. The column continued its downward movement, with the bottom lens of the oculus biom ii unit making contact with the eye. The end of the unit allegedly became lodged in the orbit of the eye and the globe was compressed. The microscope was then pulled away from the pt, to the left. Co does not know the current condition of the pt, but he was already blind in one eye and down to 10% vision in the eye being operated on.